Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and advised them to continue using it while also instructing them to call back if any malfunction code recurs. The customer acknowledged and understood the guidance provided.